Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "material surface is rough, abrasive or uncomfortable". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ''the IFU states "replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood". The IFU also states: ¿ to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. Discontinue use if an allergic reaction occurs". After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Removal: 5. To remove the purewicktm female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewicktm female external catheter directly outward. Ensure suction is maintained while removing the purewicktm female external catheter. After use, this product may be a potential biohazard. Dispose of in accordance with applicable local, state and federal laws and regulations.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were blood clots observed on the purewick female external catheter during the wick removal. Patient consulted the doctor since user experienced urinary tract infection and currently treated with medication. Patient was concerned to determine if user need to continue using the purewick while having the urinary tract infection. However, the representative advised patient not to use the product until the bacteria was healed and to consult with the doctor. Patient had been using purewick products less than 30 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device will not be returned.

Event description:
It was reported that there were blood clots observed on the purewick female external catheter during the wick removal. Patient consulted the doctor since user experienced urinary tract infection and currently treated with medication. Patient was concerned to determine if user need to continue using the purewick while having the urinary tract infection. However, the representative advised patient not to use the product until the bacteria was healed and to consult with the doctor. Patient had been using purewick products less than 30 days.